Manufacturer narrative:
There is no additional information available for this event as yet. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the image was intermittent. This is attributed to the worn out video connector latch. In addition, there was no video image with 180 scopes due to faulty patient board set. The device had the new type of switch.

Event description:
As reported for this event, the device was having an intermittent image issue. There is no reported patient harm or adverse impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. About four years have passed since the device was delivered and has been used frequently. Based on the results of the investigation, the probable cause of the two device malfunctions are as follows: it is likely the lock failed due to wear caused by repeated use of the video connector, or due to the user's attempt to pull out the video connector without lowering the unlock lever. The connection of the electrical contact becomes unstable due to the failure of the lock, the image transmission of the scope and the video processor cannot be performed correctly, and the output of the image becomes unstable. The following information is provided in the instructions for use regarding the installation and removal of the video connector: "push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the "up" mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down.". It is likely the endoscopic image was disrupted because the scope communication or image processing did not work properly when the 180 scope was connected due to an accidental failure of some device on the patient substrate. There has since been a design change to the dr board.

Manufacturer narrative:
Additional information was received for this event. This supplemental report is being submitted to provide this information. This event took place during preparation of use. The intended procedure was completed. There was no delay in the intended procedure. There were no other devices replaced.